Event description:
It was further reported that that impedance continues to rise in both bipolar and unipolar. Lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance has been rising and is high. The lead threshold has also increased. The lead remains in use. No patient complications have been reported as a result of this event.